Event description:
The pt reported experiencing elevated blood glucose of over 500 mg/dl, and he changed the infusion site and found the cannula was bent. He reported this occurred several times. He bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 150 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.